Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement (specific date not reported) and underwent revision surgery to reposition the magnet on (B)(6) 2014. The implanted device remains.